Event description:
It was reported by the customer that needle does not retract and remain in the hub. No other information was received regarding any serious injury as a result of this product issue.